Event description:
Operators were using the system with no issues and then the system would not fluoro. Cycling power on the sedecal rectified the problem and they were able to finish the case. It is not known if there were any interlocks at the sedecal touch screen or at the collimator during the issue. Patient on table no injury cannot fluoro. Mechanical failure.